Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A device history record review was completed and documented that device met all specifications upon distribution. A product nonconformance or device failure could not be confirmed because the device was not returned for evaluation. As part of the manufacturing process, a 100% of the unit go through an electrical continuity test for the proximal and distal electrodes.

Manufacturer narrative:
The product will not be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
As reported, after insertion in patient, a swan-ganz pacing catheter did not pace. Issue was resolved by replacing catheter. There was no allegation of patient injury.